Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 152 mg/dl. Customer's sensor glucose level was 45 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Customer advised the insulin pump constantly shut down insulin delivery. Customer was advised to properly insert the sensor. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to turn off the sensor for a few hours and then turn it back on. Customer advised they were able to resolve the issue.